Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during ortho (tha and tka) based procedure, the suretrak small clamp had a stripped screw. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.